Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months 26 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that patient had ongoing infection that was being treated, and a follow up culture was performed 14mar019, that grew only one colony micrococcus, which was likely to be a colonizer. Therefore, the patient was instructed to stop ciprofloxacin. He eventually finished antibiotic therapy on (B)(6) 2019. He is out of the hospital, no longer being treated for infection, and being followed in the vad program. Patient is reported to be doing well.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection cannot be conclusively determined. The patient remains ongoing on vad support. No product available for investigation. Local, pump pocket, and driveline infection are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instruction for use (IFU), including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.